Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) leads had impedances. The patient underwent a scs leads replacement procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Sc-2218-50 sn: (B)(6). Investigation results: the leads were not returned for analysis; therefore, a technical analysis could not be performed. Media review: a review of the image provided confirmed the reported high impedances. Multiple contacts have high impedance readings. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) leads had impedances. The patient underwent a scs leads replacement procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred february 2025 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7100730 UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) leads had impedances. The patient underwent a scs leads replacement procedure. No further information has been obtained.